Manufacturer narrative:
The device was discarded and is not available for investigation. Without the returned device a probable cause can not be established.

Event description:
The event involved an admin set, amber, spiros¿ of which the tubing directly below the drip chamber was reported to have broken away. This resulted in chemotherapy spilling onto the nurse. It was reported that there was unprotected chemo exposure and also a delay in an unspecified critical therapy. There was no blood loss and no medical or surgical intervention was required. The device was replaced and there were no further problems encountered. There was patient involvement and there was no human harm.

Manufacturer narrative:
The device history record (DHR) was reviewed and there were no relevant non-conformances identified that would have contributed to the reported complaint. Additional information can be found in b5, d10, h6 (type of investigation code) and h10.

Event description:
The customer provided additional information indicating that the staff reported that product appeared to be in good condition with no holes, cuts or defects observed prior to it being broken. The customer clarified that there were were no delays to patient and that paclitaxel was the specific chemotherapy medication in the line. The staff followed their spillage protocol and there was no impact to the clinician's skin.